Event description:
In 2009, the lay user/patient contacted international affiliate alleging that his onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation during a follow up call. The patient reported that the alleged power issue began 1 week prior to contacting lfs. The csr noted that the pt manages his diabetes by taking a combination of rapid and long acting insulin. The pt reported that if he eats a larger meal or if his blood glucose is "really high" then he takes the rapid acting insulin on a sliding scale. As a result of the alleged issue, the pt denied making any changes to his diabetes regimen; however, claimed he developed symptoms of thirst and irritability approximately 2 days after the alleged power issue started. In response to the symptoms, the patient stated that he treated self with 4 units of rapid acting insulin. At the time of troubleshooting, the csr noted that the patient replaced the subject meter's battery as recommended in the owner's booklet. In addition, it was noted that the patient was using the correct test strips and no known trauma had occurred to the subject meter; however, the power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of prodcut(s) that do not pass inspection in a supplemental report.